Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. No blood glucose reading was reported. It was advised that the customer should put back on the insulin pump after being treated with the insulin drip, but the customer's blood glucose started to go up. Found that the reservoir was in the insulin pump for more than three days. Troubleshooting was performed. Ran a 7.2 units and high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.